Event description:
Customer states: leakage after 40 hours of usage. Customer confirmed cleaning with water and alcohol (no more information). Customer confirmed not sure where the leakage came from. Customer stated no patient injury but the information provided does not confirm if non routine extubation was required. Covidien is attempting to gather further details surrounding this report.